Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind with a confirmed e70 error alarms at the alarm history file due to motor encoder signal out of phase. The insulin pump was received with minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and when rewinding the insulin pump, it would alarm motor error. The customer could not exit the rewind sequence as she kept receiving no delivery alarms. The drive support cap is recessed. The device might have been exposed to a magnetic field since she has frequently gone to the doctor. She also received a motor position encoder error alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.